Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with complaint of pain, tenderness and drainage from pocket site. The device system was extracted and the patient was treated with antibiotics. There were no complications reported after the procedure and the patient was discharged the following day.